Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15407. It was reported that the patient presented in clinic. Device interrogation revealed noise and myopotential oversensing on the atrial and right ventricular lead. The noise was reproducible in the clinic by asking the patient to apply a force between her hands. Programming changes had been made to alleviate the problem. No further intervention was performed. The patient was asymptomatic.